Event description:
The female connector of transfer set was not connected with the luer connector of y-set well. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used set with bag cut and no cap on luer. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The reported problem of connection issue was not confirmed. A root cause was not identified.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a product not distributed in the us and does not have a 510 number.